Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that during a post-operative check, this patients right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the ra lead and device header were cleaned, reconnected, and retested with normal results. It was determined that there was air and/or blood in the header. The ra lead continues to remain implanted and in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.